Event description:
(B)(4). Sent logic board to op lab. Replaced u4 on display board. (B)(4). Missed tat work load. (B)(4). Alarm - error codes / messages. Bezel assy- body damaged/cracked. Display board- segment missing. Ail sensor assy- faulty. Logic board- faulty.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation a review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 06apr2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation a review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 06apr2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).